Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's transvenous right ventricular (rv) lead was oversensing noise on the rate/sense channel. The noise has led to several pauses in pacing of approximately two seconds, in this pacemaker dependent patient. The patient has not been symptomatic, however, and no inappropriate therapy has been delivered as a result of the noise. The noise could not be reproduced with pocket manipulation or isometrics, and all lead diagnostic measurements were normal. Noise could be reproduced with deep breathing and coughing, however. The boston scientific technical services department advised that diaphragmatic oversensing may be occurring.

Manufacturer narrative:
The physician ordered the patient to wear a holter monitor for several days, and reprogrammed the rv rate/sense channel to least sensitive. No surgical intervention is planned at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information was received that the device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the lead was returned severed, with three terminal leg segments returned. Further testing confirmed electrical continuity.

Event description:
--